Event description:
A pt contacted our firm via email to report having developed a "corneal ulcer" os. The pt was wearing acuvue oasys lenses when the event occurred. He/she reported "after having three separate instances of extreme redness and sensitivity to light, as well as a sticky discharge that I would wake up with, I took myself out of the oasys lenses and switched back to my old lenses". He/she was seeking a resolution for the remaining oasys lenses. Our firm spoke with the pt in 2010 who stated that he/she did not seek medical attention during the third episode in 2009. The pt used complete mps solution to clean/disinfect lenses. In 2010, the prescribing eye care professional reported that the pt was seen in 2009 and diagnosed with infiltrate and "a little bit of staining but it was not an ulcer"; it was treated as an ulcer but likely an abrasion from dryness. The pt wore oasys 8.4 base curve and was trial fit in oasys 8.8 base curve but it was too loose; advised to use rewetting gtts to remove. The pt was on a daily wear and two week replacement schedule. The ecp reported having seen the pt for an ocular event five months prior. The pt was diagnosed with a small peripheral infectious corneal ulcer os and treated with iquix gtts q15 x 3hrs. The pt returned the following day, the drops were decreased to q2hrs and he/she was referred to corneal specialist. In 2010, the corneal specialist reported that he saw the pt initially in 2009. Sle revealed a pinpoint resolving infectious corneal ulcer os that was peripherally located. The pt was instructed to continue the iquix gtts. The pt returned for final follow up visit five days later, and the ulcer had resolved. No additional info is expected.

Manufacturer narrative:
A lot history review was not performed because, the lot number was not available. MDR reportable events are reviewed in quarterly management review meetings. Device not returned. No eval will be performed.